Manufacturer narrative:
(B)(4). Concomitant medical products: unk bearing; unk tibial tray; unk femoral; unk patella. Reported event was confirmed by review of x-rays and provided op notes. X-rays findings state that there is a presence of slight valgus alignment. Office visit indicate left knee pain, feeling of the knee out of alignment, grinding and a sense of hyperextension. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is further reported the patient's symptoms worsen during daily activities such as walking and standing. It is also reported that when the patient walks she feels a grinding sensation and leg length discrepancy. Patient is also noted to have a mild limp with a slight to moderate accentuated valgus alignment of the left knee. Finally, the patient is also noted to have moderate crepitus with range of motion. The surgeon plans to remove the polyethylene bearing and implant a larger thickness; however, no revision procedure has occurred to date.